Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (cr-s) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The cr-s result was reported out of the lab and it was questioned by the physician. The specimen was re-tested and a lower result was obtained. Patient's treatment may have been affected after physician received this result.

Manufacturer narrative:
Qc before and after the event was within the lab's established ranges. Service was not dispatched for this event. Per the cf, the absorbance plot indicates possible debris in the sample. The event is believed to be an isolated sample-specific event. However, root cause for this event is unknown.